Manufacturer narrative:
The field service engineer changed the aspiration probe on the sample aspiration module (sam) as the horizontal movement appeared to be blocked. No further issues were observed following the part replacement. (B)(4).

Event description:
The customer reported no reticulocyte results, and low white blood cell (wbc) results were recovered for quality control samples on the unicel dxh 800 coulter cellular analysis system. No erroneous results were associated with this event and there were no reports of injury or impact to patient treatment. A field service engineer (fse) was dispatched to the site to evaluate the instrument.